Manufacturer narrative:
An event regarding an issue involving an abg ii extractor was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed, the instrument was not returned, the surgeon refused to return it. -medical records received and evaluation: a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. -device history review: not performed as the instrument was not properly identified. -complaint history review: not performed as the instrument was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. There is no evidence that the event was material or manufacturing related. Further information such as details on the exact nature of the issue, catalogue number and lot ID of the reported instrument as well as return of the instrument are needed to complete the investigation for determining root cause.

Event description:
Surgeon at the clinic, reported the following event : "[...] Decision of revision because of painful inguinal gene observed during the year. Bipolar revision of stem and cup. Extraction impossible because of the stryker (B)(4) deficient stem extractor (already reported on many occasions). Intraoperative fracture of the trochanter imposing an osteosynthesis with cerclage. Return to home impossible for the patient because she lives alone and cannot have full support on her legs, given the fracture. Transfer to a rehabilitation center before returning home. Alval tissue reaction confirmed by anapath exam. Typical tissue reaction on stryker (B)(4) stem. Revision surgery complicated by the inadequacy of the stryker (B)(4) extractor."

Event description:
Surgeon at the clinic reported the following event : "[...] Decision of revision because of painful inguinal gene observed during the year. Bipolar revision of stem and cup. Extraction impossible because of the stryker abg deficient stem extractor (already reported on many occasions). Intraoperative fracture of the trochanter imposing an osteosynthesis with cerclage. Return to home impossible for the patient because she lives alone and cannot have full support on her legs, given the fracture. Transfer to a rehabilitation center before returning home. Alval tissue reaction confirmed by anapath exam. Typical tissue reaction on stryker abg stem. Revision surgery complicated by the inadequacy of the stryker abg extractor."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abgii stem extractor. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.